Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the device was explanted and replaced on (B)(4) 2019. Patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the patient¿s pacemaker exhibited complete undersensing and underreporting the patients atrial fibrillation. Programming changes were done to restore proper sensing. Patient condition was stable.